Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device did not charge when placed on its charger, despite attempts with multiple power outlets and without an alternate charger available for cross-checking. Symptoms included no clinical symptoms. Outcomes included no clinical impact and no alerts or alarms. Investigation included remote technical troubleshooting and user education. Investigation of this case revealed that the charging function could not be verified and a replacement charger was provided for assessment. It was concluded that the root cause was undetermined pending evaluation with the replacement accessory.